Manufacturer narrative:
The dfm100 assy processor was returned to philips for additional analysis. The complaint was escalated for a technical investigation, and the results indicated that the som pca was defective. After repairing the pca, the device successfully passed all tests in the lab. Based on the information available and the testing conducted, the cause of the reported problem was a defective som pca. The reported problem was confirmed.

Manufacturer narrative:
Based on the available information, the philips field service engineer (fse) evaluated the device and confirmed that it could not boot due to a processor pca malfunction. The fse replaced the processor pca, upgraded the software, and performed a function test, which passed. The device returned to full functionality and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device can not boot¿ there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heart start xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.